Event description:
New information received notes programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with two non-sustained right ventricular oversensing episodes due to post paced t-wave oversensing on the implantable cardioverter-defibrillator. No changes were made. There were no patient consequences.